Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be within expected limits. The device's functionality was tested and no anomalies were found. The original battery was sent to the vendor for further analysis. No anomalies were found that would cause premature battery depletion. The root cause of the premature battery depletion was not determined. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.